Event description:
Information was received indicating that a smiths medical cadd-legacy duodopa ambulatory infusion pump exhibited inconsistent delivery. It was reported that at times there was drug remaining in the cassette and at other times the cassette was "dry in 10 hours." No adverse patient effects were reported.